Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone (5 mg/ml) and bupivacaine via an implanted pump. The indication for pump use was non-malignant pain. It was reported that at the last couple of refills, there had been volume discrepancies. The patient was taken in for a catheter revision because the catheter was not providing the prescribed infusion. The catheter was found coiled and twisted. During the procedure, a portion of the existing catheter was explanted via the pump pocket; the remainder of the existing catheter was tied off and left implanted; and a new catheter was implanted. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8784, serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2025, product type: catheter. Product ID: 8780, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 21-may-2026, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 29-jun-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.